Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the fill tubing process was stopped at 9.8 units and the customer was asked to refill the cartridge. The customer was unsure whether customer filled cartridge. Tandem technical support assisted customer successfully complete the load process with a new cartridge and resume insulin. There was no impact to the customer's blood glucose level.